Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Event description:
The customer reported via phone call that they had change sensor, calibration errors and also had blood glucose level of 600 mg/dl. The product was returned for analysis.